Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, one photograph was received for evaluation. The photograph showed the hemostasis hub of an agilis introducer with blood on it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. The sheath was inserted into the heart and septal puncture was performed with another sheath. At the end of the procedure, it was noted that blood leaked from the hemostasis valve. The procedure continued without replacing the sheath and there were no adverse consequences to the patient.